Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/16/2012 - pfs and medical records received. A correct dor was given. After review of the medical records it confirmed infection and a loose stem during the revision operation. There is no new additional information that would affect the existing MDR decision.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges that patient experienced serious physical injury, harm and damages. Doi: (B)(6) 2006 - dor: (B)(6) 2010 (right side) patient is a resident of (B)(6). Update: (B)(4) 2012 pfs was received from legal. Medical records were received from legal. Part/lot information was identified. Records are available for further review. Update (B)(4) 2013- upon medical record review by a medical professional, a femoral fracture due to reaming was noted. A reamer has been added. Patient was revised due to infection. The correct dor was also provided. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.